Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test hand piece and gen11 and it did activate during functional testing. There were no anomalies with the functionality of the device and no error code screen was displayed. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during an unknown procedure, an error occurred and the device became not to be activated. Another device was used to complete the case. There were no adverse consequences to the patient.